Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of heater not working. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation the therapy button ring does not illuminate adequate, blower box contamination, electrical damage and iso port kit plus with contamination was observed. There was one error has been identified.